Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for balloon rupture. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 75% stenosed, heavily calcified lesion in the mildly tortuous brachial artery. After placement of a non-abbott guide wire, a 4.0x40mm armada 35 balloon dilatation catheter (bdc) was used to successfully pre-dilatate the lesion. The 5.0x40mm armada 35 bdc was being used for additional pre-dilatation however, the balloon ruptured at 6-7 atmospheres (atm) and was removed without reported issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A new 5.0x40mm armada 35 bdc was used to successfully complete the procedure. There was no additional information provided.